Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple presses on the wake button were necessary for display to activate and this impacted the interaction with the pump for insulin delivery. The customer's blood glucose level was 156 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.